Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, aortic expansion, and reoperation.¿ users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient underwent ascending aorta replacement with elephant trunk technique and total debranching thoracic endovascular aortic repair using a conformable gore® tag® thoracic endoprosthesis to treat a thoracic aorta aneurysm. On an unknown date, a type ii endoleak and aneurysm enlargement of approximately 15mm were reportedly observed. On (B)(6) 2021, a reintervention was performed whereby an additional stent graft was placed. Intra-operative angiography reportedly revealed a remaining type ii endoleak. The physician elected to monitor the endoleak, and the procedure was completed. The patient tolerated the procedure.